Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a scratch on the switch button 4; water tightness was lost. In addition to evaluation in b5. Adhesive on bending section cover had a chip, the bending tube had a dent, the switch button 4 had a scratch, indication on grip had peeled, due to wear of angle wire; bending angle in up direction did not meet the standard value. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera bronchovideoscope had a button leak. There was no report of patient harm associated with this event. During incoming inspection, the image guide tube coating was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.